Manufacturer narrative:
Additional information was received on april 7, 2019: patient age, sex, and weight were provided, 51-year-old male. Patient age at the time of event and age unit, sex, and weight and weight unit of the patient have been populated. Extended hospitalization was required as a result of the adverse event. No medical/surgical intervention was provided. Therefore, is hospitalization initial/prolonged has been selected. It was also reported that the treatment for pulmonary vein stenosis (pvs) is under consideration. Patient¿s outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Manufacturer's reference # (B)(4).

Manufacturer narrative:
On 6/11/2019, additional information was received under (B)(4) that there is no report about any product issue/serious injury occurring during the first ablation procedure. The doctor who reported the pulmonary vein stenosis is different from the physician who carried out the 1st procedure. He commented he can¿t conclude whether a causal relationship with the product was directly or not, but he did not feel any abnormality in the product. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference # ==> (B)(4).

Manufacturer narrative:
On february 18. 2019, additional information was received that two (2) thermocool® smart touch® sf bi-directional navigation catheters were involved in this procedure instead of the one (1) thermocool® smart touch® sf bi-directional navigation catheter that was initially reported. Therefore, it was assessed to also report the event on the additional catheter. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. The awareness date for this report is february 18, 2019. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The product was discarded; therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed.  If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent a redo atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed pulmonary vein stenosis. During the procedure, the patient developed pneumonia, pulmonary infraction and hemoptysis symptoms. The physician commented there was a possibility that pulmonary vein narrowing occurred because it was hard to burn inside the pulmonary vein. During the first ablation procedure that took place in (B)(6) 2017, the left carina pulmonary vein was ablated and in the second ablation procedure that took place on (B)(6) 2018, the left posterior wall was also ablated. Since the ablation was not successful, it cannot be concluded whether the causal relationship with the procedure was direct or not. No abnormalities were observed while using the product. There¿s no information regarding medical/surgical intervention, patient¿s outcome or physician causality opinion. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.